Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and discrepancy in sensor glucose and blood glucose values. The insulin delivery was suspended due to the sensor glucose (sg) and blood glucose (bg) difference. The customer reported a blood glucose value of 44 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a and mmt-242a. Troubleshooting was performed for sensor issue and the customer mentioned that the customer had taken medication acetaminophen. The sensor glucose reading was 187 mg/dl and blood glucose was 44 mg/dl and the difference between sensor glucose vs. Blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. Troubleshooting was performed for hypoglycemia. Customer had been using the insulin pump system within 48hrs of reported event. The customer was using auto mode at a time of event. Customer mentioned that the pump was over delivering the insulin. No further patient complications were reported. Product return for mmt-332a is not expected. Product return for mmt-7040a is not expected and product return for mmt-242a is not expected.